Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses the reported event as follows: adverse events it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Reoperation to remove the device is required. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "gastro esophageal reflux disease, pain from port site - complications from port". Device removed.

Manufacturer narrative:
Taper ii. Device evaluation summary: a visual examination was performed on the received lap-band system with access port I, taper ii. The band tubing was noted to be separated near the belt. Needle marks were noted on the port and port septum. The septum was noted to be discolored, and was brown in appearance. An opening was noted near the taper tubing junction. An opening was also noted on the shell of the lap-band. White particles were noted on the inner surface of the shell. Brown discoloration was noted on the right and the shell. A port leak test was performed, and no leakage was noted. A fill inspection test was performed, and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed, and noted leakage from a single opening in the center of the shell. Under microscopic analysis, the opening on the shell was noted to be striated, consistent with damage from a surgical tool. The opening was approximately 5 mm in length. Also under microscopic analysis, white particles were noted in the inner surface of the shell. The taper tubing junction was at an angle. Under microscopic analysis, the taper tubing junction had a sharp edge, consistent with wear and abrasion of the device. Under microscopic analysis, both ends of the band tubing were noted to have a surgical end cut, consistent with damage from device removal.